Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the surgery was delayed 1.5 hours due to the liner not seating into the cup. It was discovered the cup was identified incorrectly causing the liner to be incorrect thus not able to seat into the cup. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During a revision procedure, the patient was to have an acetabular liner revision. After the existing liner was explanted, the new liner would not seat in the cup. It was subsequently determined that the acetabular cup was not the brand it was originally thought to have been, resulting in a mismatched liner. No patient injury or significant delay has been reported as a result of the event. Attempts have been made for additional information, but none is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Product was not returned therefore no evaluation could be performed. A photo was provided, however, no conclusions could be made from it. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.